Event description:
Boston scientific received information during the elective procedure to replace this patient's device, the proximal setscrew could not be tightened or loosened and when the physician pulled on this lead it just fell out. Impedance measurements had previously been 60 ohms and were 45 ohms at the changeout. The lead remains in service and the device was replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.